Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was displaying a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display upon attempted use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 02/17/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/02/2015 with the following findings: the reported issue could not be adequately investigated due to an unresponsive keypad/moisture ingress issue; no conclusions could be determined in regards to the reported issue. A battery cap was not returned with the pump; a test battery cap was used during the analysis. Evidence of moisture ingress was observed behind the display lens. The pump powered on with a distorted display image and unresponsive keypad due to internal moisture damage. The pump failed a leak test due to a display lens leak. The pump case was removed, and evidence of moisture damage was found on the keypad flex connector and other internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.